Event description:
It was reported that the healthcare provider (hcp) went through 3 leads before implanting the fourth lead. The unused leads never touched the patient. There were no issues with the final implant. Additional information has been requested, but was not available as of the date of this report. Refer to manufacturer report # 6000153201108406. Refer to manufacturer report #6000153201108410.

Event description:
Additional review determined that the electrodes on the unused leads were reported to be out of alignment prior to surgery. There was no patient injury and the patient recovered without sequela.

Manufacturer narrative:
Analysis of lead model 3389s-40, lot # v777090 determined the distal end of the lead was bent new out of box. The continuity was acceptable.

Event description:
Additional information received confirmed that the hcp opened four leads before implanting. Lead #2 was ultimately implanted as it was determined to be the least bent of the four. On lead #1 contact #0 was out of alignment with the other 3 contacts, on lead #3 contact #0 was out of alignment with the other 3 contacts, and on lead #4 contact #1 was out of alignment with the other contacts. There was no contact with the patient. All leads were from the same lot.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.